Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, iol had a small white residue on the haptic which has not caused any inflammation in the eye to date. The patient has 6/5 vision when he returned for follow up with no inflammation. Additional information was received from initial reporter stating the patient has returned for follow up with no side effects.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).